Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while entering values into the pump to calculate a bolus, the customer inadvertently entered the blood glucose (bg) value into the carbohydrate field. Subsequently, 13.33 units of insulin were delivered. Bg level was 54 mg/dl. At the time of the report, customer had not yet administered treatment for bg. Customer declined further follow up from tandem technical support.